Manufacturer narrative:
H6 4581: significant reduction of irido-corneal angles, and shallowing of the ac. Manufacture narrative: significant reduction of irido-corneal angles, shallowing of the ac, and secondary intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, and shallowing of the ac. The lens was later exchanged for a same length lens, different axis and the problem was resolved. Cause of the event is unknown.